Manufacturer narrative:
The getinge field service engineer who discovered the issue replaced the line cord assemble. The fse also completed the check out and checklist. The pm was completed with full calibration. The unit passed all safety and functional testing per the factory specifications. The unit was returned to the customer and has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the ground prongs on the line cord were missing. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.